Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a guidewire could not be advanced through the left ventricular lead; the physician noted an "obstacle" in the middle of the inner part of the lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. The distal conductor of the lead became extrinsically distorted due to guidewire coating. Analysis indicated that as a result, the coil filars became distorted when trying to pull the guidewire out of the lead. The analyst noted that the guidewire was not returned. Test performed using a guidewire sample. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.